Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use a bd¿ syringe with bd luer-lok¿ tip was found leaking as the syringe breaks when pulling saline into the syringe. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation results: customer stated that the syringe cracked after drawing saline into it. A photo sample and physical sample were received in the columbus plant for evaluation. They both showed a cracked syringe barrel therefore failure mode is verified. No batch number was available for DHR/qn review. Root cause is unknown. No further action is required.